Event description:
Customer reported malfunction alarm with code malf 0, identified as 0x208b, but no notable events occurred before malfunction. Impact to blood glucose level due to malfunction was unknown, as customer declined to answer if level exceeded 500 mg/dl. Customer received assistance from technical support to reset the pump, and malfunction did not recur after reset. Customer was advised to continue using pump and to call back if malfunction reappears.